Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when stored automatic mode switch episodes showed intermittent loss of ventricular capture. Sporadic noise due to possible emi was also noted. The device was reprogrammed. The patient was stable and monitoring will continue.